Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited premature elective replacement indicator. On (B)(6) 2016 the patient underwent a device replacement procedure and experienced atrial fibrillation and complete heart block and had to be cardioverted. No additional information was reported.